Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was not able to be deployed and remained stuck in the open position. Reportedly, the clip was not able to be released from the delivery catheter so the scope and resolution clip device were removed in tandem, and then the distal end of the device was cut off using wire cutters. The procedure was successfully completed using a second resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was not able to be deployed and remained stuck in the open position. Reportedly, the clip was not able to be released from the delivery catheter so the scope and resolution clip device were removed in tandem, and then the distal end of the device was cut off using wire cutters. The procedure was successfully completed using a second resolution clip device. No patient complications resulted from this event. The patient's condition was reported to be fine following the procedure.

Manufacturer narrative:
Patient age/date of birth is unknown. However, the patient was born sometime in (B)(6). (B)(4) for the reported event of clip failed to separate from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was mashed onto the bushing. A kink was noticed in the control wire. The coil was cut at the bushing, and the clip assembly was smashed. A functional evaluation of the device found that the prongs could not be opened or closed, and the clip assembly could not be deployed. The sheath grip and over sheath were not returned. The condition of the returned incident device was consistent with the complaint that the clip assembly failed to release from the delivery catheter, and that the clip wouldn't open/close. The evaluation found that the clip assembly was mashed onto the bushing which prevented its separation from the delivery catheter. The event may have occurred due to anatomical/procedural factors which limited the device performance as is evident by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.